Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Insulation damage of the ra lead was alleged but was unable to be confirmed. Provocative testing was performed, but the noise was unable to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the right atrial (ra) lead was capped and replaced to resolve the event. The patient was stable.